Manufacturer narrative:
Investigation of the returned sample is currently in progress. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The caller stated the pt's cuff was losing air. The caller does not know if they are cleaning with anything. The caller stated the pt put this tracheostomy tube in on (B)(6) 2011 and it failed on (B)(6) 2011.